Event description:
In a lad/diagonal ostial lesion (de novo lesion), it was reported that a monorail cutting balloon was placed across the lesion with difficulty. Upon the second inflation, the monorail cutting balloon ruptured very fibrotic lesion and perforated the diagonal artery. The pt was rushed to emergency surgery and died.